Event description:
The caller reported that the patient was having pain at the implantable neurostimulator (ins) pocket site, in the left buttock region. It was noted that the managing healthcare provider thought they may need to move the ins to a different location. The caller stated that the area was very sensitive to the touch and "you can feel a bump where the battery is and it is always warm." Indication for use was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.